Event description:
Pt with identified occlusion of axillobifemoral bypass graft. 6fr sheath inserted to facilitate infusion of thrombolytic. At 2050, heparin sheath tubing found pulled apart. Large amount of blood lost through tubing. Taped connection pulled apart. Transfusion required. Connection came apart. Reattached with luerlock connection locked and secured with tape.